Manufacturer narrative:
The device was returned and evaluated, and there were found to be unidentified metal parts stuck. Additional findings include the following: biopsy channel deformed, image guide bundle damaged, water invasion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the oes cystonephrofiberscope had foreign material in the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.